Manufacturer narrative:
A visual inspection was conducted from a photo provided by the distributor. From the photo it was observed improper package indication. No other defects were observed. A dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. A device history record (DHR) was conducted on the reported lot number. The DHR investigation did not show issues related to the complaint. Assessment review of fmea (product/process) was conducted and no changes required. Complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action taken. Teleflex will continue to monitor and trend relating complaints.

Event description:
The event is reported as: an improper package indication was detected during incoming inspection by the distributor. No pt injury/involvement.